Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of phrenic was noticed while ablating the right middle pulmonary vein (rmpv). Upon retesting 100 minutes later the right phrenic stil had not recovered. No other information was received about this event, so it is unknown if diaphragmatic function recovered prior to patient discharge.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.